Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) evaluated the device onsite and discovered that the airway pressure line was disconnected internally. The airway pressure line was reconnected, unit was pressurized and calibrations were performed. The issue was resolved.

Event description:
The customer reported a massive leak on the 3100a ventilator. At this time, there is no information regarding patient involvement associated with the reported event.